Manufacturer narrative:
During analysis, the error 05 was confirmed and reproduced. Once the software settings were updated, the error did not recur.

Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the hospital electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.